Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and/or the device(s) be returned for evaluation and an investigation result be available, an amended medical device report will be submitted. (B)(4).

Event description:
A product liability claim was raised. It was reported that the patient was implanted a durom us acetabular component 56/50 p the left side on (B)(6) 2009. The patient was revised on (B)(6) 2015 due to pain, loosening and dislocation of cup.